Manufacturer narrative:
We received the part back from the customer. We did find that the edges for the screw hole had been rounded from excessive wear due to the screw not being tight while in use. However, the screw was not returned with the failed instrument to be able to review if the screw had been stripped. Due to this, the root cause cannot be determined. This should be considered the final report, however if additional relevant information is found we will submit a supplemental report with that relevant information.

Event description:
Complainant alleges "screw came out of the kerrison during use. All pieces were removed from the surgical site. The screw was lost and cannot be returned."